Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non capture was observed on the right ventricular lead (rv) at high capture thresholds. The rv lead was capped nov 19, 2019 and replaced. The patient was discharged.